Event description:
It was reported to vyaire medical that volume discrepancy occurred on the avea ii ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the vte (end-tidal volume) is 490 ml. The fsr performed transducer calibration and exv (exhalation valve) characterization. All work was perfromed in accordance with avea service manual revision g. Est (extended systems test) and performance check was done and all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.